Event description:
Patient was revised to address loosening of the asr cup. X-rays of the cup looked within acceptable limits; however, when the surgeon removed the cup, no ingrowth was noted on the cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.